Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5032856) in united states on 13-jan-2014 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain, lower back pain, headaches, pain during and after sex, skin irritations, and weight gain. No information given on consumer's history, past drugs and concurrent conditions. It is unknown whether the consumer received any concomitant medication. On (B)(6) 2013 the consumer had essure (fallopian tube occlusion insert) inserted for indication not reported. Consumer reported pelvic and lower back pain, headaches, pain during and after sex, skin irritations, weight gain (30 lbs) has had to leave work on several occasions due to pain. Sexual life has suffered due to not being able to unless she wished her pain to be box worse which she did not. Reporter causality: the relationship between pelvic pain, lower back pain, headaches, pain during and after sex, skin irritations, and weight gain and essure is not reported. Follow-up information was received on 24-oct-2015 and case was upgraded to incident. This follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1768, awareness date 24-oct-2015). Consumer stated she had essure on (B)(6). She opted out of general anesthesia because she had always been afraid of being put to sleep. She was awake for the entire procedure, which she regret. The pain she felt was immediate and never went away. She waited the 3 months and had her confirmation test (hysterosalpingogram) which in itself was also very uncomfortable. She was given the green light that everything was fine and she was blocked. Still in pain she called her gynecologist expressing how much pain she was still in. She was in and out of the ER (emergency room) for indescribable pain, only to be treated as a drug addict. Every ER visit not one of the doctors had ever even heard of essure, this blew her mind. After months of being in agony she was referred to one of the specialists in the practice and was finally being heard and not being told it could not be essure. She was given an internal ultrasound, some blood tests, ect. Then she was scheduled for her salpingectomy which happened almost a tear (interpreted as year) to the day of placement. During the laparoscopy it was determined that she had severe endometriosis and adenomyosis. Which let her point out she never had before. All of her pain was post essure. He informed her that a hysterectomy might be needed in the future because of this. So she changed her diet (paleo) which he recommended. Six months later she was back in the hospital receiving a full hysto, everything but her ovaries. At the age of (B)(6) she no longer have fallopian tubes, a cervix, a uterus, and as added bonus her appendix. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer who had pelvic pain immediately after essure (fallopian tube occlusion insert) insertion. Months later, she was submitted to a laparoscopic salpingectomy; which revealed severe endometriosis and adenomyosis. Six months later, a hysterectomy was performed. Only pelvic pain is listed according to essure's reference safety information. The exact cause and pathogenesis of endometriosis is unclear. Leading theories include metaplasia, immunologic dysfunction, retrograde menstruation through the fallopian tubes, genetics, amongst others. Adenomyosis refers to a disorder in which ectopic endometrial tissue grows into the uterine musculature. Symptoms of these conditions include pelvic pain. Given endometriosis and adenomyosis pathophysiology and considering essure local action in fallopian tubes, causality is considered unlikely. Consumer's adenomyosis/endometriosis could been alternative explanations for her pain; however since she stated her pain started immediately after essure insertion and as a salpingectomy was required due to this pain; causality with essure cannot be totally ruled out. Therefore, this case was upgraded to incident. A product technical analysis is being sought. No follow-up will be pursued, due to lack of contact details.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 18-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pelvic pain immediately after essure (fallopian tube occlusion insert) insertion. Months later, she was submitted to a laparoscopic salpingectomy; which revealed severe endometriosis and adenomyosis. Six months later, a hysterectomy was performed. Only pelvic pain is listed according to essure's reference safety information. The exact cause and pathogenesis of endometriosis is unclear. Leading theories include metaplasia, immunologic dysfunction, retrograde menstruation through the fallopian tubes, genetics, amongst others. Adenomyosis refers to a disorder in which ectopic endometrial tissue grows into the uterine musculature. Symptoms of these conditions include pelvic pain. Given endometriosis and adenomyosis pathophysiology and considering essure local action in fallopian tubes, causality is considered unlikely. Consumer's adenomyosis/endometriosis could been alternative explanations for her pain; however since she stated her pain started immediately after essure insertion and as a salpingectomy was required due to this pain; causality with essure cannot be totally ruled out. Therefore, this case was upgraded to incident. Based on the available information no product quality defect was confirmed/identified. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. No follow-up will be pursued, due to lack of contact details.